Manufacturer narrative:
Philips has investigated the complaint. According to the additional information gathered, the user attempted to expose again allowing the user to complete the procedure because the issue was intermittent. It was reported to philips that the system did not expose. The quote for onsite evaluation was submitted to the customer, but the customer did not approve the quote. After a few days, the philips field service engineer (fse) performed a routine inspection on the system and attempted to duplicate the stated issue, but no malfunction was discovered. Following functional checks, the system was restored to good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Fse was unable to reproduce the reported issue, and the procedure was completed by exposing again. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.